Event description:
During the index (pci) percutaneous coronary intervention procedure, this pt had lesions in the left anterior descending (lad) and the other in the right coronary artery (rca). The physician decided to treat the lad lesion first, which was at the bifurcation of the diagonal branch. The lesion was pre-dilated with a firestar 2.0x10mm balloon, and then the physician preceded to stent it with a cypher 2.5x13mm stent. After stenting, the diagonal was compromised. The procedure was performed without an additional wire in the diagonal branch, since the physician was confident in maintaining patency of the artery. After post-dilating the stented area with the stent balloon, the diagonal remained compromised. The physician decided that it was an acceptable result as the diagonal is a small artery and preceded to stent the rca. Procedure was completed smoothly. The procedure was completed successfully with no immediate adverse outcome(s). No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.